Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: leaks from the filter portion of the tubing. Injuries or adverse event: no.